Event description:
It was reported that customer observed that touchscreen became less responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined additional technical support assistance, and no further actions or outcomes were documented.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.